Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "loudspeaker failure". The device was used for monitoring at the time of the alleged malfunction. No patient / user injury or harm was reported.